Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 4cm balloon. A 91.9cm segment of the inner guidewire lumen was returned detached from the balloon and the catheter, with bunching present at the location of the detachment. The weld bonds appeared to be consistent around the entire circumference of the bond, with no defects noted. The balloon was returned detached from the catheter. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself. Functional/performance evaluation:no signs of a rupture were present on the balloon. Due to the poor sample condition, the balloon was unable to be inflated to determine whether a pinhole rupture was present. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is confirmed for a balloon detachment based on the condition in which the sample was returned. The investigation is also confirmed for retraction issues based on the condition in which the sample was returned (i.e. Prolapsed balloon material over distal tip). The investigation is inconclusive for a balloon rupture, as no ruptures were observed and functional testing to inflate the balloon could not be performed due to the poor sample condition. The balloon rupture likely caused retraction difficulties that lead to the balloon detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the atlas gold instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a pta balloon ruptured during the second inflation at 15 atm in the svc. The health care provider reported during retraction through the 8fr sheath, the balloon and inner lumen allegedly detached from the catheter. The hcp further reported the catheter and sheath were removed from the patient w/the use of a snare. Another balloon was said to be for the procedure. There was no known impact or consequence to the patient.